Event description:
The customer reported the system would "trip up." The field engineer reported that the system was shutting down and not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.